Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had x-rays done for something unrelated to vns. It was noticed on the x-rays that the lead was not connected to the generator and was all coiled up. Attempts for further information have been unsuccessful to date.